Event description:
It was reported that the medical agent was found leaking from the catheter insertion site during placement on a patient. Therefore, the catheter was removed and replaced with a new kit. The patient had no injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 2-lumen cvc catheter for evaluation. Signs of use were observed on the catheter. The catheter clamp and box clamp were also returned and connected to the catheter body. Visual examination of the catheter did not reveal any defects or anomalies such as kinks , holes, or cuts. The catheter length from the juncture hub to the distal tip measured 218mm, which is within the specification limits of 207mm - 227mm per catheter product drawing. The outer diameter of the catheter body measured 2.44mm , which is within the specification limits of 2.36mm - 2.46mm per catheter extrusion product drawing. The inner diameter of the catheter tip measured 1.016mm, which is within the specification limits of 0.95mm - 1.02mm per catheter product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All extension lines were flushed with a lab inventory syringe filled with water. No leaks or blockages were detected. The returned catheter was then tested per bs en iso 10555-1 annex c (amrq-000071 rev15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The extension lines were connected individually to the leak tester and pressurized to 300kpa for 30 seconds with the distal end occluded. No leaks were detected from any portion of the catheter. Based on this testing, the customer issue could not be reproduced with the returned sample. A manual tug test confirmed both extension lines were fully secured within their respective hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not alter the catheter , guidewire or any other kit/set component during insertion, use or removal. Some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of an insertion site leak could not be confirmed by complaint investigation of the returned sample. No defects or anomalies were observed on the returned sample. The catheter met all relevant dimensional and functional requirements including leak testing performed per bs en iso 10555-1. A device history record review was performed and no relevant findings were identified. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the medical agent was found leaking from the catheter insertion site during placement on a patient. Therefore, the catheter was removed and replaced with a new kit. The patient had no injury.